Event description:
Philips received a complaint from the customer stating that a patient was admitted due to acute exacerbation of chronic obstructive pulmonary disease (aecopd) and respiratory failure with cyanotic lips and pco2 of 78.5 mmhg. On (B)(6) 2026, following medical orders, the hospital staff used the v60 ventilator to provide non-invasive ventilation for the patient. After wearing the device for "a period of time," caregiver observed that the patient's breathing difficulty did not improve, and their breathing gradually worsened with shortness of breath, and the pulse oximeter showed a "decrease in oxygen saturation." It was reported that the ventilator alarmed indicating the blower temperature was high. The medical staff immediately stopped using the device and reported it for repair. They switched the patient to a nasal cannula to provide oxygen for the patient and quickly replaced it with a backup non-invasive ventilator. Subsequently, the patient's shortness of breath was relieved, and oxygen saturation increased. According to the maintenance personnel inspection, the issue was caused by a clogged ventilator filter. After cleaning the filter, the issue was resolved. Device configurations were not reported but according to the v60 ventilator user manual, chapter 1, warnings, cautions, and notes: "nebulization or humidification can increase the resistance of breathing system filters. When using a nebulizer or humidifier, monitor the breathing system filter frequently for increased resistance and blockage." Additionally in the user manual there are various schedules for filter maintenance outlined to prevent filter obstructions that could lead to patient adverse events. Further warnings include: "to prevent patient or ventilator contamination, always use a main flow bacteria filter on the patient gas outlet port. Filters not approved by respironics may degrade system performance. During ventilation, patient exhalate is released into room air. Use of a patient circuit with a filter on its exhalation port is recommended. To prevent patient or ventilator contamination, inspect and replace the main flow bacteria filter between patients and at regular intervals. To avoid introducing foreign matter into the ventilator and to ensure proper system performance, change the air inlet filter at regular intervals. To ensure proper system performance, use a respironics-approved air inlet filter. Because some environments cause a quicker collection of lint and dust than others, inspect the filters more often when needed. The air inlet filter should be replaced; the cooling fan filter should be cleaned.¿ in addition, it was reported that the "blower temperature high" alarm sounded which is a high priority alarm that can be caused by high room temperature, blocked vents, clogged air inlet filter, or nonfunctional fan. Provide alternative ventilation. Have the ventilator serviced." Based on current available information the non-improvement of the patient's breathing difficulty, breathing gradually worsening with shortness of breath, and the pulse oximeter showing an unspecified decrease in oxygen saturation are assessed as nonserious injuries; it was reported switching the patient to oxygen via nasal cannula and then the backup ventilator the patient's shortness of breath was relieved, and oxygen saturation increased. Based on current and available information, the device did not cause and/or contribute to a serious injury or death. However, contribution of the device to the nonserious injuries of difficulty breathing, shortness of breath, and an unspecified drop in oxygen saturation has been confirmed related to a foreseeable unintentional use error- related to testing, servicing, maintenance, or repair issues of a clogged "ventilator filter." No further actions are needed. If additional information is returned, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the patient saturation was 88% during the event. Based on the patient diagnosis and reported physiological symptoms the oxygen saturation of 88% is not a serious injury. The device did not cause or contribute to a serious injury. The hospital reported, "the original plan was to replace it (filter) every three months or half a year, but the hospital has not replaced it for a long time." Based on this information the contribution of the device to a nonserious injury remains confirmed. The device did not cause and/or contribute to a serious injury or death. However, contribution of the device to the nonserious injuries of difficulty breathing, shortness of breath, and a drop in oxygen saturation to 88% has been confirmed related to a foreseeable unintentional use error- related to testing, servicing, maintenance, or repair issues of a clogged "ventilator filter."